Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed a cut in the tubing. The reported condition was verified. The cause of the condition could not be determined through evaluation of the returned photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp solution set leaked from the bottom of the IV pump. The tubing was removed from the pump and noted to have a small slit towards the bottom of the inserted part in the pump. This was identified during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.